Event description:
It was reported that during an unk procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the nag45 instrument a was returned with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The analysis results found that the nag45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed, and no anomalies were noted during the manufacturing process.